Event description:
It was reported that the ventilator was giving inaccurate readings and alarming. No other details were provided at this time. No patient injury or adverse affects were reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. No device problem was found. The cause of the reported problem could not be determined. No previous service history was found. Manufacturing DHR (device history review) is not relevant as no fault was found., corrected data: d5: correction: operator of the device: unknown. E4: correction: customer reported to FDA: no information.